Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user experienced difficulty loading and unloading the device as well as the needle falling out of the jaws once it has been loaded. Additional information has been requested but no further information will be obtained.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. No needle was received. Visual inspection of the device noted that one of the blades was bent. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, did not meet specifications. Due to the bent blade. Replication of the bent blades indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The product analysis established a relationship between a device failure and the reported incident of needle disengaged. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).